Event description:
It was reported that the patient underwent a right total knee revision approximately 2 years, 7 months, and 28 days post-implantation due to pain, swelling, flexion contracture, and chronic patellar tendon rupture. During the revision, the initial tibial and revised patellar implants were retained. The bearing and femoral components were revised and an extensor mechanism allograft reconstruction completed without complications. Medical records following the second revision indicate no further complications with the patient demonstrating satisfactory progress with strength and ambulation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item name# vanguard cr ilok fem-rt 75; item number# 183014; lot number# j7030081. Item name# biomet cc cruciate tray 83mm; item number# 141236; lot number# j7053597. Item name# biomet bc r 1x40 us; item number# 110035368; lot number# az43aj2201. Item name# biomet bc r 1x40 us; item number# 110035368; lot number# az48ck2305. Item name# biomet tibial locking bar; item number# 141205; lot number# 602600. Item name# vngd ant stblzd brg 10x83; item number# 189120; lot number# 185200. Item name# series a pat thin 37x8.6 3 peg; item number# 184788; lot number# 371030. Item name# artelon flex patch; item number# unknown; lot number# unknown. Item name# synthes cerclage wire; item number# unknown; lot number# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.